Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system lost images during a procedure. There is no report of death or serious injury associated with this complaint.